Event description:
The patient contacted baxter's technical service center regarding a high drain 104 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The technical service representative (tsr) explained the alarm. The patient stated he expected high drains because he used 4.25% solution last night. The total ultrafiltration (uf) equaled 2150ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 104 alarm. The rn stated that the patient had not made her aware of the alarm. Ps explained that the alarm indicates the patient drained greater than 200% of their largest fill volume during cycle 4. The rn stated that this was one of her more difficult patient's and that she would follow up with the patient. No patient injury or medical intervention was reported. The patient did not report any drain volumes or symptoms of iipv to the rn. No further information was available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.